Manufacturer narrative:
(B)(4). This complaint is also related to MDR #3010532612-2019-00286 and tc #1900070928. Teleflex received the device for investigation. The reported complaint of iab fos would not zero is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the when the intra-aortic balloon (iab) was connected to the intra-aortic balloon pump (iabp), the pump recognized the cal key, but received a message to connect the fiber-optic connection. A second pump was brought in and the iab was connected, but no change. As a result, a second iab was used. The second iab was used with the central lumen for pressure and timing. Although, there was no report of patient injury or consequence a delay in therapy was reported.

Manufacturer narrative:
(B)(4). This complaint is also related to MDR #3010532612-2019-00286 and (B)(4).

Event description:
It was reported that the when the intra-aortic balloon (iab) was connected to the intra-aortic balloon pump (iabp), the pump recognized the cal key, but received a message to connect the fiber-optic connection. A second pump was brought in and the iab was connected, but no change. As a result, a second iab was used. The second iab was used with the central lumen for pressure and timing. Although, there was no report of patient injury or consequence a delay in therapy was reported.